Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v824010, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had not been doing well lately. The patient's feet had become very swollen and they were seeing hallucinations. The patient's daughter in law believed this was related to disease progression. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.